Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform abdominal aortic aneurysm. The proximal neck was 33 mm in diameter. The left common iliac artery was 14mm mm in diameter and the right common iliac artery was 15mm in diameter. The patient has a short neck and shaggy aorta. There is severe thrombus right above renal artery, so right renal artery was protected. Due to a short neck the physician planned to do the chimney technique for the left renal artery. The 3620166 was deployed, and a stent was implanted in the left renal artery. The stent graft covered the right renal artery to make the best use of the neck, and a stent was implanted in the right renal artery. A 1616124 was implanted on the contralateral side. It was about 3cm to the bifurcated area of left internal iliac artery, an 161682 was implanted. However, the physician misjudged the bifurcated area of internal iliac artery, which resulted in occlusion of left internal iliac artery. After that, a 202082 was added on the ipsilateral side. The procedure was completed. The physician will monitor the patient. The patient is fine and no clinical sequelae were reported. Physician stated that he misjudged bifurcated area of left iia and there was no causality with the relevant device.

Manufacturer narrative:
(B)(4). Results: occlusion. Short neck and shaggy aorta, severe thrombus. Conclusion: occlusion. Short neck and shaggy aorta, severe thrombus.